Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged / wear and have one or more components disassembled/ missing. The components were not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Item and lot combination reviewed, with manufacturing date found it to be covered by a previous design change. A field action was previously initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. No new corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the bearings are missing from shim. Issue was found when checking in the tray. There was no patient involvement.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.